Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intracapsular rupture, possible capsulitis and cysts" and "capsular contracture baker grade IV".

Event description:
Patient reported "intracapsular rupture, possible capsulitis and cysts" diagnosed via MRI. Healthcare professional later reported "capsular contracture baker grade IV" diagnosed via ultrasound & MRI. This record is for the left side. Device was explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5.

Event description:
It has been identified that this record, mrn 9617229-2025-15361, is a duplicate of mrn 9617229-2025-12873. Please see mrn 9617229-2025-12873 for reportable events.